Manufacturer narrative:
Investigation summary: it was reported that there was black substance on the plunger. To aid in the investigation, eight samples and two photos were provided for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed and two of the samples have embedded degraded resin at the barrel flange. No other defects or imperfections were observed on these and the rest of the returned samples. The two photos provided show the defective samples received. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. A device history record review was completed for provided material number 309653, lot number 1026101. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found in the plunger of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "we¿ve noticed an issue with 309653 bd luer-lok tip 50ml syringe with black substance on the plunger. Multiple syringes in this lot are affected."